Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation received alleging that the patient suffers from pain and excessive chromium cobalt levels. Also alleged MRI of left hip showing interosseous cysts of the greater trochanter and deep to the gluteus tendon with material inside the cyst that may reflect an adverse tissue reaction. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - sales rep reported revision surgery. Patient was revised to address pseudotumor. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013. Update : (B)(6) 2014 - medical records received. Patient was revised to address metallosis, brownish liquid, black discoloration, synovitis, and stem corrosion. The sleeve and stem are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.